Event description:
A question was received from a hemodialysis clinic administrator about the possibility of an allergic reaction to granuflo. Follow up was accomplished with the facility administrator (fa). The pt had been hospitalized in (B)(6) for respiratory failure, sepsis with wound infection, pneumonia, acute on chronic renal failure, and severe deconditioning. According to the fa, this pt who was paraplegic from a motor vehicle accident, chronically ventilator dependent, bedbound, and in a nursing home, attempted to dialyze seven times at her facility without completing any treatments due to shortness of breath, anxiety and frequent hypotension. She reports his symptoms would resolve shortly after his blood was returned. She states they changed the dialyzer without any changes in pt's symptoms. They changed the granuflo for naturalyte (in gallon) without any change in symptoms. The fa reported, "I honestly don't think it's the granuflo." Pt hemoglobin was "7"(low). The pt was hospitalized because he had not been able to receive any appreciable amount of dialysis during this time, but the fa said not treatment was required. Creatinine was found to be 1.6 and dialysis was discontinued. The pt no longer required dialysis and is doing well. There is no sample available. It was discarded. Medical records were requested and received. According to the treatment sheet, on (B)(6) 2015 the pt developed hypertension (67/45) with "seizure-like episode", anxiety, and difficulty breathing after two minutes of treatment. Pt blood was returned and symptoms resolved. Pt was transported to the hospital. No treatment information was available.

Manufacturer narrative:
Machine settings: 2k 2.5 ca acid; sodium 140 meq/l; bicarb 31 meq/l; blood flow rate 200; dialysate flow rate 600; ultrafiltration goal 0.5l. The post market clinical department is in the process of reviewing pt medical records and treatment data information regarding the reported hypotension during hemodialysis. The plant investigation is in progress. A supplemental medwatch will be submitted at the conclusion of the investigation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number and formulation has not been able to be obtained to date. An investigation of the lots delivered to the customer for the product in the three months prior to the event were reviewed and a lot number was not able to be determined. Therefore, the complaint cannot be confirmed. The concentrate product is manufactured to meet the aami requirements using validated processes then released based upon a determination that finished product met applicable requirements. The post market surveillance department has reviewed medical records and the clinical investigation reveals the following- medical records did not contain any hospital records for review. There was no documentation in the available medical records that indicated the concentrate directly contributed to the event. There was no documentation that showed the patient had any allergy specifically pointing to the products used during this patient's dialysis treatment. The patient's dialysis treatments were discontinued due to lowered creatinine levels and it's been reported he is doing well.